Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. H3. Not evaluated reason: device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms during basal and bolus delivery. On one occasion, the customer's blood glucose (bg) level was over 500 mg/dl and the customer was vomiting. Insulin injections were used to address the bg level. After the alarms, the customer changed the supplies to the pump.